Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a missing address/serial number, a missing end cap sticker and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.